Event description:
(Os 16.939). The dentist reported the non osseointegration of a dental implant ti alvim implant (4.1) 4.0x13 mm, but did not provide further information about the case.

Manufacturer narrative:
(B)(4).